Event description:
Sterile processing has had multiple of the steris verify steam integrating indicators fail to turn due to not having the solution in the indicator for it to properly change. Today we have had 6 of the same lot number 225c fail.